Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. Programming changes were made, and the patient was in stable condition.